Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the following information but no further information was available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a heart valve replacement procedure on an unknown date and suture was used. During the procedure, the suture was passing through tissue when the needle popped off of the suture at the swage. A like device from an alternate lot was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary an open box with unopened samples were returned for analysis. The product code is multi-strands double armed and must contains ten strands per packet. The issue sample was not returned for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no attachment defects were found, and the tested samples met the finished goods requirements.